Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2017 with the following findings: review of the black box data confirmed interruption of power on (B)(6) 2017. The pump¿s electrical current draws were evaluated and measured within the required specifications. The pump powered on normally and was exercised for 24 hours without any interruption of power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended.